Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as less than 1cc of fluid contained inside the analyzer, at the quench pump. The customer identified the leak after the latron control volume was low and the startup process failed for the differential parameters. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the customer's biomedical engineer identified a disconnected tubing at the stabilyze pump. The biomedical engineer reconnected the tubing and resolved the issue. (B)(4).